Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer went to the emergency room for blood glucose (bg) of 425 mg/dl. Customer was treated with intravenous fluids and insulin. Reportedly, customer was released after a few hours with blood glucose of 196 mg/dl. Cause for elevated bg was unknown; however, customer believed it may have been related to the supplies because after changing supplies, no issues occurred. Tandem technical support performed a pump system check and the pump performed as intended.